Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 411 mg/dl and 127 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The facility representative reported a colleague infusion pump with out of box fail, which occurred during biomedical testing. Device evaluation confirmed the failure as failure code 810:11, which interrupted delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory.this is a final report.